Manufacturer narrative:
"Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time."

Event description:
It was reported that 3 syringe 0.3ml 31g 6mm s/c u-100 relion separated from the hub during use. The following was reported by the initial reporter: "it was reported that the needle assembly separated from the syringe when the needle shield was removed. Verbatim: consumer reported found 9 syringes when removed the needle shields needle assembly went with shield lot #: 0327795a, catalog#: 328521, date of event: (B)(6) 2021 = 1 syringe date of event: (B)(6) 2021 = 2 syringes date of event unknown = 6 syringe sample status discard."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 0327795 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that 3 syringe 0.3ml 31g 6mm s/c u-100 relion separated from the hub during use. The following was reported by the initial reporter: "it was reported that the needle assembly separated from the syringe when the needle shield was removed. Verbatim: consumer reported found 9 syringes when removed the needle shields needle assembly went with shield lot # 0327795a, catalog# 328521. Date of event: (B)(6) 2021 = 1 syringe date of event: (B)(6) 2021 = 2 syringes date of event unknown = 6 syringe sample status discard."